Event description:
Customer reports two incidents of blood leaks on reuse #10 and #1 in 2001 and 2001 respectively, during pt treatment. Estimated blood loss 200 cc's per incident. Noted by blood leak alarms and confirmed with hemastix. No pt injury or medical intervention reported.